Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient experienced blurry, halos, flickers, astigmatism, irritation, weird flashes and sinus issue. Additional information was provided that the patient could also got mild posterior capsule opacification, foreign body sensation in conjunctival, trichiasis and was prescribed with antibiotics, he also got epilation, also had myopia, presbyopia, foggy vision, mild discomfort and soreness. No further information available. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
On the initial MDR missed to report b.5, information provided in b.5. And e.4 code was an error it should have been ¿yes¿ in the original MDR. Corrected information provided in e.4. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stated that customer satisfaction was lower, very vague visual flickering and the halos are permanent. Surgeon was unable to correct the problems.

Event description:
Additional information has been received stated that patient get ocular headaches from the nerve damage during the surgery and cannot safely drive after dark due to huge rosettes and starbursts. Patient still not able to drive at night after 8 months. Additional information has been received stated that after 9 months patient still have glare and had bad starbursts from lights that he cannot drive at night. No further information available.

Manufacturer narrative:
Additional information provided in b.2., b.5., and h.6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stated that patient still have astigmatism, glare, haloes and need strong readers and the lenses must be difficult to insert. Patient stated that the first three months were hellish and now patient have permanent daily headache behind the left eye.